Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead system exhibited high, out of range, pacing impedance along with high pacing threshold measurement. Boston scientific technical services (ts) discussed troubleshooting options and possible causes. Additional information received that the cause was not determined and that patient will continue to be monitored. The system remains in service. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information was received that the rv pace impedance has continued to increase and is now at 2600 ohms. Due to the patient's condition, the physician will continue to monitor the patient at this time. No adverse patient effects were reported.